Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced past intermittent elevated blood glucose (bg) level's displayed as "high"; although specific value was not provided. Cause was unknown. Elevated bg was addressed via a correction bolus. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.